Manufacturer narrative:
This report is submitted september 16, 2019.

Manufacturer narrative:
This report is submitted on aug 15, 2019.

Event description:
Per the clinic, the patient experienced an infection at the site of the extruded implant. The patient was hospitalised and treated with an antibiotic (oral and topical). The device was explanted on (B)(6) 2019 and the patient was implanted with another device.